Event description:
Correction of the initial report: it was reported by an olympus representative that, the gastrointestinal videoscope¿s plastic distal end cover¿s tip was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Based on the results of the investigation and the information provided, it is likely that the high energy endo therapy accessory had been used without securing enough distance from the endoscope, leading to the cover on the distal end section burnt. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope¿s plastic distal end cover¿s tip was burnt. There were no reports of patient involvement.